Event description:
It was reported that the episode duration in the cardiac compass trend does not align with the atrial arrhythmia trend. It was further noted the atrial lead was oversensing. The device and lead remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.